Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report #s: 1225714-2014-00551 and 1225714-2014-00552. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced cardiopulmonary failure, which is alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2014-00551, 00552.